Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: st. Jude medical brk-1 transseptal needle (model# and lot# unknown); st. Jude medical sl1 8.5 french (model# and lot# unknown); agilis sheath (model# and lot# unknown). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase, the patient became hypotensive and a tamponade was confirmed via echocardiogram and cartosound. Pericardiocentesis was performed and yielded 1000ml of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of this adverse event for recovery from open heart surgery. Adverse event was considered to be life-threatening. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to transseptal puncture. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle. Sheaths in use included a st. Jude medical sl1 8.5 french and an agilis. There is no information regarding generator parameters and settings at the time of injury, overall ablation time and last ablation cycle time at the site of injury, or irrigated catheter flow setting. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi products during the procedure.